Manufacturer narrative:
Pending investigation. D10: 350-31-02 - tibial plate mb sz 2 lt (B)(6) 350-01-02 - talus - left - sz 2 - EU (B)(6). 350-41-02 - tibial insert mb sz 2 lt 6mm (B)(6).

Event description:
As reported, approximately 1 year and 6 months post the initial left ankle arthroplasty, the patient was revised to a flat cut talus due to instability. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. Images and x-rays unavailable. Ebi attached. Products not returning: disposed concomitants: 350-31-02 - tibial plate mb sz 2 lt (B)(6). 350-01-02e - talus - left - sz 2 - EU (B)(6). 350-41-02 - tibial insert mb sz 2 lt 6mm (B)(6).

Manufacturer narrative:
"This follow-up report is being submitted to relay additional and/or corrected information. The cause of the patient¿s instability and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue tension, implant positioning, and/or implant selection. However, the failure could not be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."